Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant of the right atrial (ra) lead, sensed waves could not be measured before the helix protruded and noise was present in the electrocardiogram (egm); impedance was high and undefined and loss of capture was confirmed even at elevated thresholds. Wire failure was suspected of the ra lead and measurements confirmed by reconnecting to the ventricular lead which had already been implanted. In addition, there was suspected air ingress inside the ra lead, but no change in noise even though attempts were made to expel same and an alternative programmer was used, with similar results. The ra lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.